Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare professional reported left side capsular contracture baker grade not specified. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. Crease fold observed.

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare professional reported left side capsular contracture baker grade not specified. The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b d9 h3 h6.

Event description:
The device has been replaced.